Event description:
It is reported that the device was implanted in 2003 and that the pt was revised in 2009, because the knee had become unstable. Upon explantation of the device, it was noted that the spine of the articular surface had broken.

Manufacturer narrative:
This report will be amended, when our investigation is complete.